Event description:
It was reported that the patient presented in the clinic and blistered area was noted at the device implant site, the area was dark and filled with fluid. Pocket revision was performed, and dark area of skin was removed; the implantable cardioverter defibrillator and the leads remained implanted. The patient was in stable condition.

Event description:
New information received indicates that the patient presented to the emergency room with fever, dizziness and vomiting. Pocket infection with anterior chest wall cellulitis were noted. The device was also eroded through the skin. The physician explanted the active system ¿ implantable cardioverter defibrillator, right ventricular lead, left ventricular lead and right atrial lead due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had blisters and hematoma at the device implant site due to infection. Pocket revision was performed and dark area of skin was removed, and the implantable cardioverter defibrillator, the right ventricular lead, the left ventricular lead and the right atrial lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
The device was returned, and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.